Event description:
The following was reported to gore: "ruptured abdominal aortic aneurysm due to device (gore excluder ibe) malfunction. In 2020, a gore excluder ibe device was implanted as per pt's history. Pt presented with a ruptured aaa with large retroperitoneal hematoma. CT an angiogram demonstrated separation of the endograft between the iliac ibe and the left limb resulting in a type iii endoleak and subsequent aaa rupture. The location of the type iii is unique to the ibe device." (Mw5107337) the information reported to gore was provided via a voluntary medwatch from the user facility. Further information has been requested but has not been made available at this time.

Manufacturer narrative:
H6: added code g04122 stent under component code. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, endoleak and aneurysm rupture.

Manufacturer narrative:
H6: added code d12 known inherent risk of device under investigation conclusions.